Manufacturer narrative:
The pump was returned for analysis. Destructive analysis identified residue in the motor gear train that resulted in the motor stall(s). If information is provided in the future, a supplemental report will be issued.

Event description:
A 8627-40 pump was sent back to the manufacturer with no known reported complaint or patient harm. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative provided the healthcare professional information who reported the event to them. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the pump was replaced due to elective replacement indicator. The patients weight at the time of the event was noted as unknown. No further information has been reported.